Manufacturer narrative:
Complaint conclusion: during use of a 5f mynxgrip vascular closure device (vcd) the physician was unable to retract the sheath when shuttling down because it was jammed. There was no reported patient injury. The patient and access site were checked and appropriate for closure with mynx. The staff was well trained and knew how to prep the device. The deployer¿s mynx training status was trained and successful user for many years. The type of procedure was the mynx vcd used in an interventional peripheral. A retrograde approached was made. The patient had no relevant medical history. An unknown 5f sheath introducer was used in conjunction to mynx vcd. The vessel type was the arterial. The puncture site was the femoral head. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no significant resistance when shuttling down. There was no excessive force applied when shuttling down. There were no kinks in the sheath or device after removal. The patient's hospitalization did not extend as a result of the event. The patient¿s outcome/status after the mynx event was recovered. The device was removed from the patient and hemostasis was achieved by manual compression for less than 30 minutes. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle cartridge was disengaged from the black handle, the syringe was connected to the device with the stopcock closed, the procedural sheath was on the shuttle cartridge, and the sealant was observed to have been exposed to blood, partially protruding out from the outer cartridge tubing distal tip as received. The condition of the returned device indicates a device deployment jam. The device was inspected for damages/anomalies that may have contributed to the reported failure. No visual damages or anomalies were observed. Per functional analysis, resistance was felt when retracting the shuttle cartridge back to the black handle. It was found that the grip tip of the sealant adhered to the device components and caused the resistance. The sealant was loosened from the device components, and the shuttle was able to be retracted to the black handle without issue. The advancer tube was found properly engaged to the proximal tamp lock per the mynxgrip instructions for use (IFU). After unsheathing, blood was observed on the whole surface of the advancer tube. Per microscopic analysis, the sealant was expanded in profile and wedged between the outer cartridge tubing and the advancer tube. The condition of the returned device is consistent with a device deployment jam and indicates that the sealant may have been prematurely hydrated; and during shuttling and unsheathing step, the sealant was dragged in to the clearance between the outer cartridge tubing and the advancer tube, hindering the device from unsheathing the sealant during the procedure. The procedural sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedure. No anomalies were observed. A product history record (phr) review of lot f1925204 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant device deployment jam¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating and increasing in profile during the deploy sealant step, may have contributed to the reported event. It should be noted that the sealant prematurely hydrating and increasing profile may cause the sealant to be dragged into the clearance between the outer cartridge tubing and the advancer tube, which can create resistance and obstruct the device path during the procedure. Also, it was noted that the procedural sheath¿s stopcock was not opened as received, which may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, deploy sealant, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
During use of a 5f mynxgrip vascular closure device (vcd) the physician was unable to retract the sheath when shuttling down because it was jammed. The device was then removed from the patient and hemostasis was achieved by manual compression in less than 30 minutes there was no reported patient injury. The patient and access were checked and appropriate for closure with mynx. The staff is well trained and know how to prep the device. The type of procedure was the mynx vcd used in an interventional peripheral. A retrograde approached was made. The deployer¿s mynx training status was trained and successful user for many years. The patient has no relevant medical history. An unknown 5f sheath introducer was used in conjunction to mynx vcd. The puncture femoral site was the femoral head. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no significant resistance when shuttling down. There was no excessive force applied when shuttling down. There were no kinks in the sheath or device after removal. The patient's hospitalization did not extend as a result of the event. The patient¿s outcome/status after the mynx event was recovered. The device will be returned for evaluation. Additional procedural details were requested but are unknown.